Event description:
It was reported that this shortly after an implant procedure, this right atrial (ra) lead had migrated from its original implant position causing a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and during an attempt to reposition the ra lead, it continued to exhibit high out of range measurements in multiple locations. The physician decided to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead passed resistance testing which confirmed it was electrically continuous. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this shortly after an implant procedure, this right atrial (ra) lead had migrated from its original implant position causing a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and during an attempt to reposition the ra lead, it continued to exhibit high out of range measurements in multiple locations. The physician decided to explant and replace the lead. No additional adverse patient effects were reported.